Event description:
It was reported that (1) device was used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 jaw would not open after firing. The staple installation was normal, but the manual lever operation was hard. Another instrument was used to complete the case. There was no consequence to the pt.